Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause of the complaint is, which is cause not established. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a broken cord, the cord was dropping too much. This issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.